Manufacturer narrative:
It became now aware that the unknown non zimmer head is a head of competitor depuy. This updated information does not change the outcome of the investigation, off-lable use is still considered as root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted a cls stem 135 11.25 12/14 on (B)(6) 2007 and the patient underwent a revision surgery on (B)(6) 2015 due to a breakage of the device. The breakage occurred on (B)(6) 2015.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. It was found that the cls stem was combined with an unknown non-zimmer metal head. Therefore, the components are considered not compatible. After 7 years and 7 months a well osseointegrated cls stem had to be revised due to a fracture in the distal neck region between the stem's shoulder and neck. At primary surgery in (B)(6) 2007 the stem was combined with a cocr head size 28 / +8 xl which is the maximal neck length permitted according to product compatibility ((B)(4)). However, in june 2011 a revision surgery of the cup was necessary. According to the indication for this surgery the latter was a consequence of an accident in february 2011 (that event is treated in case (B)(4)). The type of accident was not reported. During the surgery the original cocr head size 28 / +8 xl was exchanged by a non-zimmer head (head 32+17 according to surgical report). The product stickers which could provide precise information are not at hand. The calculation of the head's neck length gave an offset of about 12 mm. Therefore, the use of the head, named as head 32+17 in the surgical report, has to be considered off-label-use for two reasons. First the combination of a zimmer product with a non-zimmer product and second the combination of the stem with a head of an incompatible (too long) neck length. Zimmer has not tested the safety and effectiveness of zimmer products combined with non-zimmer products. Furthermore, the combination of a cls stem and a head with a neck length of more than 8 mm is an unauthorized combination which is not released by zimmer ((B)(4)). The "instruction leaflet for endoprostheses" accompanied with every zimmer product points to those facts. On the stem neck several blueish spots can be seen. Even if those spots are scattered over three sides of the neck and not only on the medial side, where according to the surgical report of the revision surgery in (B)(6) 2011 an electric knife (cauter) was used, it is presumed that the spots were most likely caused by electro-cautery. Closer investigation of those revealed surface changes. It was detected that one of the spots is partially located under the skirt of the head indicating that the spot was generated before the new head was mounted. The fracture of the cls stem occurred due to fatigue. The fracture origin is located anterolaterally. On the fracture surface itself no defects that could have favored or triggered the fracture were observed. But, one of the blueish spots is located at the fracture origin on the lateral side of the stem neck. The surface changes associated with these spots, as characterized by light optical and sem analysis, could have promoted crack initiation. The combination of an increased offset leading to increased bending moment and stress concentration resulting from the surface changes on the stem neck could have promoted crack initiation which finally resulted in a fatigue fracture of the cls stem. Other factors, besides the above mentioned, that may have played a role in the breakage of the stem remain unknown. Based on the given information and the results of the investigation, it was possible to identify a root cause for the reported event. Off-label use is considered as root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4)legal department is well trained and passed all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).